Event description:
It was reported an issue with monosyn suture. The client reported that while opening the pouch/packet suddenly found that thread was in multiple pieces and detached from the needle. No patient involvement.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We are received an open sample in a jar with the thread broken into pieces and with support and race-pack pouch. The open sample is contaminated and is not possible check the aluminum pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. The production time is normal from preparation and fourth welding/conditioning. The humidity of the drying cycles is correct and no over drying has been carried out. The time in the cabinet and in the room does not exceed the permitted time at any time. Conclusion root cause analysis: it has not been possible to determine the root cause because only open sample has been received and could not be analyzed as it was contaminated. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.